Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced frequent low blood glucose episodes over the past couple of months, including overnight lows, and was guided to perform a factory reset so the ilet pump could relearn therapy needs after diet changes; the session included syncing data, completing a full setup with new infusion set and cartridge, and instructions to resume therapy after cgm reconnection, with education on announcing meals at first bite, maintaining consistent meals, limiting snacks during the learning period, and avoiding overtreatment of lows. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.